Event description:
The customer initially reported that the wire at the location where the shaft meets the jaw was frayed. There was no pt injury. The incident device was returned, and a visual inspection revealed that the jaw wire was bare.

Manufacturer narrative:
(B) (4). A visual inspection of the incident device revealed that the gray insulation has been scraped off of the wire, leaving one wire bare. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to the pt.